Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.